Event description:
Caller states pt tested 6.9 inr on the coaguchek xs system while a comparison lab returned as 3.4 inr. Pt's coumadin dose was reduced based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.